Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, and although this fiber has not been returned for investigation, the fiber itself is likely not the cause of the tissue damage. The fiber is a vehicle to deliver the laser energy to the intended site. The complaint does not claim any failure of the fiber. Given the above details, this analysis determined that there is no fault found with the fiber. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, while lasing the ureteral stone, during a laser lithotripsy procedure, the laser fiber did not touch the ureteral tissue but blanched the surrounding tissues. The customer further clarified the stone was touching the tissue but the fiber was not touching the tissue. The physician kept stating during the procedure 'it seemed too hot.' The 200 ball tip fiber was inspected prior to use and no issues were identified. The device settings were originally set at 0.2 jewels 40 hz and was decreased to 0.2 jewels at 30hz and stated this helped. Continuous irrigation was used throughout the procedure with flow rate to gravity. No delay in procedure. A stent with strings was implanted as part of standard procedure for the patient to remove one (1) week later. The physician stated the stent was 'left in longer due to the blanching.' The olympus device did not malfunction. This is complaint 1 of 2 for patient identifier (B)(6) involves the fiber . Complaint 2 of 2 for patient identifier (B)(6) involves the generator.